Manufacturer narrative:
The FDA registered manufacturing site should be (B)(4).in addition, the product numbers and lot numbers were accurately recorded upon receipt of the actual complaint product.

Event description:
It was reported that a revision surgery was performed due to breakage.